Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, home patient (hp) had a system error (se) 2240 (air in the cassette). The technical service representative (tsr) explained the se 2240 and advised the hp to let the nurse (rn) know about the alarm. Global product surveillance contacted hp on october 4th, 2011. The hp stated she finished therapy with manuals. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.